Manufacturer narrative:
Device code (B)(4) is also applicable.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-06, additional information was received from a company representative. It was reported the patient did not have any mris that the representative was aware of.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a male patient receiving intrathecal dilaudid 20mg/ml at 16.925 mg/day and clonidine 150mcg/ml at 126.94mcg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. It was reported that logs at initial interrogation show motor stall and tube set message in the logs on (B)(6) 2015. Both the motor stall and pump stopped may exceed tube set messages were on the same date at the same time. It was unknown if the patient had recently had an MRI. The motor stall was active. The patient was experiencing increased pain and withdrawal symptoms. The pump was explanted and replaced on (B)(6) 2015. The issue was noted as resolved. The patient status at the time of this report was "alive- no injury." If additional information is received this report will be updated.